Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the header bag, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned separate with the carrier tube in rear lock position, bypass tube in position, and the anchor exposed. No other damage or issues were noted. The complaint can be confirmed for assembly difficulty. The exact root cause could not be determined. The likely cause was determined to have been an obstruction to the anchor preventing proper mating of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: the device was not explanted. E3: occupation: radiologist consultant. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal plug was believed to have been deployed, however, when the device pulled back, the whole device came out, including footplate. Manual pressure was used, and the patient was ok. The patient complained of pain during insertion of the angio-seal and may have moved their leg. There was no patient harm. Additional information was received on 05aug2024: the patient procedure was a superficial femoral artery (sfa) angioplasty. A 6fr procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The patient complained of pain (during insertion) and was asked to stay still. The estimated blood loss was none. The patient was stable and was discharged well.